Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked when trying to flush, aspirate, or prime the tubing before use. The following information was provided by the initial reporter: "nurse describes inability to flush or aspirate tubing when trying to prime set before use."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the set was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5303-c because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked when trying to flush, aspirate, or prime the tubing before use. The following information was provided by the initial reporter: "nurse describes inability to flush or aspirate tubing when trying to prime set before use."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.